Manufacturer narrative:
Since the lot number of the subject device is unknown, it is not possible to review the manufacturing history of the device. The biopsy valve and the fell-off object were returned to (B)(4) factory for evaluation. As a result of the evaluation, it was confirmed that the slit of the valve was broken. The fell-off object was confirmed to be a part of the slit of the biopsy valve. (B)(4) factory performed the reproduction test using a biopsy valve at (B)(4). The result of this test showed that the diagonal insertion of the distal end of the endo-therapy accessory into the slit would cause the phenomena reported. The reported phenomenon is likely to be caused by an excessive stress applied to the subject device due to the facility's handling of endotherapy accessory or syringe such as forcible insertion/ withdrawing through the valve.

Event description:
Olympus medical systems corp.(omsc) performed a MDR retrospective review and found that this report was required. Olympus was informed that a foreign object came out of the distal end of the bf-1t260 and fell off when anesthetic injection with syringe was performed during endoscopic examination. The physician retrieved the foreign object with forceps in the procedure. No patient injury was reported.